Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The medtronic representative corrected the geocal file from the 4.0.2 software and confirmed navigational accuracy. The medtronic representative then performed an imaging system check-out; the imaging system passed the system checkout. This device is included in the medical device field correction notification, " o-arm¿ o2 surgical imaging system navigation accuracy - spatial calibration may be erroneous in stealthstation¿ navigated images" (september 2016).

Event description:
A medtronic representative reported that the geocal file on the imaging system was incorrect. There was no patient present when this issue was identified.